Event description:
It was reported to the aci sales professional on (B)(6)2010 that a patient underwent a diagnostic coronary catheterization procedure sometime in the last 12 months (exact date unknown) and the femoral artery was closed with the mynx. There were no reports of complications during the procedure or closure, however, it was reported that 24-48 hours post procedure, the patient returned to the hospital ER with "bleeding complications" at the groin site. The patient underwent a surgical procedure for hematoma evacuation and was transfused 4-5 units of blood. The patient tolerated the procedure well and was discharged per standard hospital protocol (exact date unknown) without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and with no returned device for physical investigation, the cause of the reported "bleeding complications" and hematoma with subsequent evacuation could not be conclusively determined. There is no indication that the device did not perform as intended. In addition, hematomas are anticipated complications of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. Additionally, there was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.